Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that air was present in the line. The medication was infused at a programmed rate of 5.4 ml per hour, with a total programmed volume of 250 ml. The remaining reservoir volume was 1.2 ml, and the volume delivered was 248.85 ml. The air detector was enabled (low sensitivity), and the upstream sensor was also enabled. It was noted that the pump screen still indicated 1.2 ml remaining. Upon observing the air in the line, the pump was immediately stopped. The event occurred while the device was in use with a patient and there was no patient harm.

Manufacturer narrative:
The suspected device was not received for evaluation. The service history review was performed, and it was confirmed that there was no previous repair noted. The complaint could not be confirmed, and a root cause was unable to be determined. A good faith effort was conducted to retrieve the device from the customer.